Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the limited information provided for this complaint, it was not possible to determine the root cause, however; it can be related to patient anatomy as this event is likewise stated for the valient stent. Nothing indicates a device failure or that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: (B)(6), difficulty deploying in intended location and removing delivery system. On (B)(6) 2013, the patient received the following devices: zteg-2pt-42-32-205-pf (lot # e3029959). The site noted difficulty deploying in intended location and removing delivery system. Valiant stent - noted difficulty deploying in intended location and removing delivery system. Tbe-32-80-pf (lot # e2832351); tbranch-34-18-202 (lot # a918511); tbe-24-80-pf (lot # e3066918); tbe-28-80-pf (lot # e2903956). Celiac - one covered advanta stent, one uncovered complete stent; sma - one covered advanta stent, one uncovered smart stent; right renal - one covered advanta stent, one uncovered complete stent; left renal - one covered viabahn stent, one uncovered complete stent. The completion angiogram noted patent devices with no endoleak. On (B)(6) 2013 CT scan (3 days post-procedure): patent devices with proximal type I and type ii endoleaks ((B)(4)). The patient was discharged on (B)(6) 2013. On (B)(6) 2014 CT scan (233 days post-procedure): patent devices with no endoleak. On (B)(6) 2015 CT scan (590 days post-procedure): patent devices with no endoleak. Patient outcome: on (B)(6) 2015, the patient underwent treatment for a right popliteal artery aneurysm, which was a pre-existing condition. No other adverse events have been reported for this patient.